Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/7/2020. H3 evaluation: one empty opened foil and one needle-suture piece in two section of product code z311, lot mmm972 were received for analysis. During the visual inspection of the opened sample, the closure of channel area was noted to be as expected. However, the end of the suture piece cut that appears to be using a surgical instrument could be observed. The other section of the suture was examined, the ends of the suture was cut, and one extreme was matched with the extreme of the needle/suture piece. Due to condition of the sample the functional test could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling and the complaint is confirmed by external cause.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mmm972, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were previous suture breakage events reported? Please provide pc numbers if no, how many previous events are being reported in this complaint? For each incident, please provide the following information separately. Event date, procedure name, quantity involved, product code & lot , if different, any adverse patient consequences and how were they managed? Device return status/follow up. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gastroplasty on (B)(6) 2019 and suture was used. During the procedure, the suture broke as soon as the surgeon made the first knot, when it was tightened. There were no adverse patient consequences reported. Additional information has been requested.